Event description:
It was reported the device was used during a bariatric procedure. It was reported the tvc55 did not fire. Another was pulled and it did not fire also. The case was used with other staplers. There was no consequence to the pt. They wish to return the entire amount they have at the hospital with the lot number involved. The rep instructed them to call to do this.